Event description:
It was reported that the customer's insulin pump was going through batteries quickly, and customer was needing to replace battery every two days. Customer's blood glucose was not known. A replacement battery cap did not resolve the issue. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to moisture damage on the electronic assembly. Low battery and battery out limit alarms were received, due to moisture damage electronic assembly. The device was also received with minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads cracked, cracked reservoir tube lip, and a cracked reservoir tube.